Manufacturer narrative:
The device history record was reviewed indicating that the product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. One sample was received for by the customer for evaluation. The sample consisted of one 14.5 fr tal palindrome with slots catheter kit, 19 cm implant length, 36 cm overall length. The catheter came inside a generic bag. A visual inspection indicated that the catheter was cut approx. 5 cm below the hub. It was observed that the tubing had a different shape (oblate) and looked thicker than normal however due to the visible contamination on the component, measurements of the device were unable to be performed. The device was in use for approximately half of a year which indicates that the catheter was in good conditions at the time to be implanted. The most probable root cause can be due to the device sustaining excessive pressure by the user. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated there was no smooth blood flow found when conducting hemodialysis. The catheter was deformed to an oblate shape and it failed to perform normally during dialysis. The doctor had to replace the catheter.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, a visual inspection would identify the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.